Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while at home. Atrial fibrillation with a rapid ventricular response (215 bpm) contributed to the false detection. The patient was conscious and cooking at the time of the event. The response buttons were pressed briefly but not immediately prior to treatment. The patient went to the hosp and was scheduled to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4)- 12/2009-reuse, electrode belt (B)(4)- 05/2014-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.